Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC leaking at the hub. PICC needed to be removed and a new PICC inserted. Add info rcvd 05/11/2022: PICC leaking in the area under the hub where the clave connects leaked when flushed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported PICC leaking at the hub. PICC needed to be removed and a new PICC inserted. Add info rcvd: PICC leaking in the area under the hub where the clave connects leaked when flushed.